Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm enlargement after y-graft placement. Gore® excluder®aaa endoprosthesis devices were planned to be placed to reline in entire length and the proximal anastomosis of the implanted y-graft. Upon deployment of the contralateral leg endoprosthesis in the left side of the y-graft, approximately 50% of the left internal iliac artery was covered by the distal end of the leg. The blood flow to the left internal iliac artery was decreased. An attempt was made to reposition the device proximally using a balloon, but this was unsuccessful. Angiography subsequently confirmed retrograde blood flow into the left internal iliac artery via the contralateral (right) internal iliac artery, and the procedure was completed. The physician¿s comment: the angulation of the y-graft became more linear than initially anticipated. Preoperative imaging suggested sufficient length, and an additional distal leg extension was being considered. As a result, intraoperative imaging prior to deployment of the device was not performed. However, pre-deployment measurements and marking should have been performed.